Event description:
It was reported that the ilet user chose not to announce a meal because their blood glucose was 83 mg/dl, which they personally considered low, and they were unsure if more than 30 minutes had elapsed since starting the meal. The agent confirmed the lowest reported blood glucose was 73 mg/dl and provided education that meal announcements are appropriate when glucose is within 70¿180 mg/dl and that, if past 30 minutes, the system would deliver corrections as needed. No reported symptoms. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included customer care review, user interview, and device-use troubleshooting focused on timing of meal announcements and system correction behavior. Investigation of this case revealed normal device behavior with no alarms or malfunctions and user decision-making consistent with conservative self-management, with no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was user decision not to announce a meal within the advised timeframe, with device performance within specifications.